Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last bolus delivery of 8 units was delivered on (B)(6) 2013. The bolus history showed 4 0 unit boluses delivered on (B)(6) 2013 and 14 on (B)(6) 2013. No other activity outside of normal use was observed. During testing, the pump powered on normally and displayed the verify screen. The pump was exercised for 24 hours with no delivery interruptions or unprogrammed boluses. The pump successfully performed boluses using the normal, ez-carb, ez-bg, and combo boluses and were accurately recording in the pump¿s history in the correct time and order. The keypad buttons were tested and all responded appropriately. The pump¿s cover was opened and no issues were found to the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and stated that the pump was delivering unprogrammed boluses of 0.0 units. The reporter also stated that the pump was beeping at random. The beeping has no effect on insulin delivery function and is detectable by the user. This complaint is being reported because of the allegation of unprogrammed boluses that could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.